Event description:
Per the clinic, the patient experienced an infection at the implant site. Subsequently, the device was explanted on (B)(6), 2022. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november 4, 2022.

Manufacturer narrative:
Per the clinic, it was also reported that there was an extrusion of the device (date not reported). Additional information has been requested but it has not been made available as of the date of this report. Device analysis report attached. This report is submitted on december 21, 2022.